Manufacturer narrative:
A steris service technician arrived on site to inspect the washer/disinfector and found the drying heater elements were damaged. The reliance vision multi-chamber washer/disinfector was removed from service. Investigation of this event is currently in process. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that a fire was observed in the drying section of their reliance vision multi-chamber washer/disinfector. An employee turned off the electricity to the unit and the fire extinguished itself. No injuries were reported.

Manufacturer narrative:
The technician found the root cause of the reported event is attributed to the heating elements. The heating elements overheated resulting in the reported event. The technician made the necessary repairs, tested the washer, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.